Event description:
It was reported that during the implant of a transcatheter valve, the valve was implanted at a slightly deep implant depth. One day following the implant procedure, left bundle branch block (lbbb) was observed. Additionally, 6 days following the implant of the valve, the patient developed bradycardia that progressed into complete heart block (chb) and torsade de pointes. Subsequently, a permanent pacemaker was implanted 9 days following the implant of the valve; however, the patient died 14 days following the implant of the valve due to aspiration pneumonia. Additional information was received indicating that the valve demonstrated a tendency to dislodge which contributed to the slightly deep implant depth. Per the physician, the deep implant depth of the 34 mm valve was unintentional.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012362236); product type: 0195-heart valves; implant date: non-implantable device updated data: b5. Added second paragraph. H6. H11. System reported dcs. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, the valve was implanted at a slightly deep implant depth. One day following the implant procedure, left bundle branch block (lbbb) was observed. Additionally, 6 days following the implant of the valve, the patient developed bradycardia that progressed into complete heart block (chb) and torsade de pointes. Subsequently, a permanent pacemaker (micra) was implanted 9 days following the implant of the valve; however, the patient died 14 days following the implant of the valve due to aspiration pneumonia.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 (lot: 0012362236); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon. The deployment starting point was at the bottom of the pigtail catheter, and the implant depth prior to valve dislodgement was 4 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). The valve subsequently dislodged ventricular. After valve dislodgement, the implant depth on the ncc was 6 mm and the implant depth on the lcc was 8 mm. Additionally, a non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.